Event description:
The facility reported an infusion pump with a failure code 12:303 condition. The event was reported to have occurred before use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of failure code 12:303, due to a cascade failure was confirmed. The pump's software was upgraded and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.